Manufacturer narrative:
H.6. Investigation: one used primary set, model 2420-0500 lot 20073268, was received by the customer for investigation. A ICU extension set was also received attached to the returned bd IV set. Upon visual inspection, it could be observed that the tubing was disconnected from the top pump fitment. No other defects were observed. The customer's complaint that tubing separated from the pumping segment was verified. A device history record review for model 2420-0500 lot number 20073268 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been applied to the tubing during the assembly process. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated. The following information was provided by the initial reporter: material #: 2420-0500; batch/ lot #: 20073268. It was reported that the tubing seperated from the pumping segment upon priming of the line. Verbatim: tubing separated from pumping segment upon priming of the line.

Manufacturer narrative:
(B)(4). Investigation summary: one used primary set, model 2420-0500 lot 20073268, was received by the customer for investigation. A ICU extension set was also received attached to the returned bd IV set. Upon visual inspection, it could be observed that the tubing was disconnected from the top pump fitment. No other defects were observed. The customer's complaint that tubing separated from the pumping segment was verified. A device history record review for model 2420-0500 lot number 20073268 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been applied to the tubing during the assembly process.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated. The following information was provided by the initial reporter: material #: 2420-0500, batch/ lot #: 20073268. It was reported that the tubing separated from the pumping segment upon priming of the line. Verbatim: tubing separated from pumping segment upon priming of the line.